Event description:
Pt was having laparoscopic appendectomy. After the stapler was placed and fired at the base of the appendix, the surgeon left it clamped for hemostasis, which the manufacturer recommends. For some reason the stapler popped open by itself causing staples to spread out all over the abdomen. The surgeon had to pick them out individually. The stapler and the load were sequestered and will be returned to the manufacturer for inspection if requested.